Event description:
Boston scientific crm received information from the funeral director that this pt with this pacemaker passed away approximately three months ago from sepsis. No allegations against the functioning of the device were reported at the time of death. A death certificate was not provided to our company. Boston scientific crm has no specific information as to whether the device was involved in the pt's death or that the sepsis was pocket related. This device is not included in an advisory population.

Manufacturer narrative:
The pacemaker was explanted post-mortem and returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. There were no anomalies with this device and the testing performance met design limits.